Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system was cutting but not sealing. The power supply and extension cable were switched, but it still did not work. The hospital did not have any more vasoview hemopro evh system kits, so they converted to open leg to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no non-conformance which could be attributed to this failure mode. A supplemental report will be submitted if add'l info is received. (B)(4).